Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, the returned stylet could be removed only with resistance and was found covered with residuals of dried bodily fluids. A new stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen due to residuals of bodily fluids along the inner conductor coil. Thus, the analysis of the fixation mechanism was not properly feasible. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approximately 10 months after the implant, this lead was changed out due to out of range shock impedance of greater than 150 ohms.